Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. It was initially suspected that there was a lead to can abrasion. However, it was discovered during the lead revision that there was lead insulation damage. The lead was explanted and replaced. No additional adverse patient effects were reported. Part of the lead will be returned for analysis. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact severed. Only the proximal segment was returned. Dried blood was found inside the outer silicone insulation. Cuts were noted in the insulation. Additionally, some calcification was noted in the insulation. Testing was completed to assess lead electrical performance; the test was within normal limits. Outer silicone insulation damage was observed at approximately 83-90 mm from the terminal end, which is consistent with lead-on-lead abrasion. The conductors were not exposed. Laboratory analysis was able to confirm the reported the reported clinical observations of pacing impedance low and insulation damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. It was initially suspected that there was a lead to can abrasion. However, it was discovered during the lead revision that there was lead insulation damage. The lead was explanted and replaced. No additional adverse patient effects were reported. Part of the lead will be returned for analysis.